Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and the batteries were replaced to remedy the problem. Review of the activity log indicates the device was frequently powered up without electrode pads attached which caused the batteries to deplete. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.